Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the patient anatomy. Dyspnea and hypersensitivity are listed in the xience alpine eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient had a 3.0x12 mm xience alpine stent implanted on (B)(6) 2015. While the patient was still in the hospital, he had shortness of breath, lost his voice, and passed out. When he woke up he had an oxygen mask on. Two days later, once he returned home, the patient felt hyper-sensitive and strange. The patient stated that he felt like his blood was boiling and that he keeps sweating. The patient sought treatment for his symptoms and the cardiologist stated that the drug eluting from the stent was causing side effects. The patient stated that the physician wanted him to keep taking his medication (clopenidrol, lipitor, centripill, 81mg aspirin, zantac) and that he would be ok. No additional information was provided.